Manufacturer narrative:
Continuation of d10: product ID: 39286-65, lot#serial#: (B)(6), implanted: on (B)(6) 2011, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39286-65, serial/lot#: (B)(6), ubd: 13-jan-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) and healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). The patient reported they received a letter about their device. Patient took the letter to their hcp's office and they said the device would need to be explanted or replaced due to some health reason. Patient seeking clarification on the info as their hcp has not reached back out to them about the issue. On 2023-dec-05, additional information received from the patient (pt). Pt was asked to clarify letter received about device replacement/removal, and pt reported they are going to have the device removed and not replaced. The implant is not working and has been implanted for 12 years. Caller tried to clarify the unspecified health reason for explant, and pt would not clarify.